Event description:
The patient reported that the previously working patient activator was no longer working; the button is "stuck". The clinic confirmed the issue and indicated that the batteries were fine. The patient activator was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.